Event description:
A meter to lab comparison test was made with the reporter's meter reading 112 mg/dl and the lab result 163 mg/dl. Time difference between tests was 30 minutes. Tests were done in a fasting state. Reporter did not have any symptoms. No control solution test was done.